Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-oct-2018 with the following findings: a review of the pump¿s black box showed data between 10-sep-2018 to 18-sep-2018 that had overwritten data for complaint of loss of prime on 16-jul- 2018. No loss of prime alarms were observed in black box. During testing, the pump successfully completed the 12 hour duration test with no loss of prime warnings occurring. The force sensor calibration was found to be within required specification. The complaint of loss of prime was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.